Event description:
A discordant, falsely low calcium result was obtained for one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The auto repeat resulted lower. The sample was rerun on this instrument and resulted higher and the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The cause of the discordant, falsely low calcium result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00301 was filed on july 2, 2013. An additional discordant, falsely low calcium result was obtained for patient sid (B)(6) on this advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun on another analyzer and resulted higher than the initial result. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result. (B)(6). During troubleshooting the fse discovered a leak in the daily cleaning procedure (dcp) pump, cleaned the aperture lenses and dryer tip nozzles, primed the system and replaced the pump seals for the dcp and dilution output pump (dop) pump, the tubing connector where the dcp leak was located, the oil bath and filter and six pumps [sample pump (sp), dilution input pump (dip) - twice, dilution output pump (dop), sample reagent wash pump (srwp), reagent probe (rpp) 1 pump and the reagent probe (rpp) 2 pump]. An instrument consultant was also dispatched to the customer site and the dilution line was decontaminated with bleach and the dpev-1 valve, dilution check valve, clot controller board (pcb), cuvettes and the dip (later removed) were replaced. Quality controls were run, all of which were in range. This instrument is performing according to specifications. No further evaluation of this device is required.